Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the white plastic adapter that connected directly into the tracheal tube repeatedly disconnected while with a patient. The customer reported that there was no patient injury.